Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the device would run on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed through the observed failures. A service technician evaluated the device and observed that the trigger would stick, but no run-on was observed. Upon disassembly, corrosion and wear were observed on the trigger assembly. The trigger assembly was replaced, preventative maintenance was performed, and the device was returned to the customer after passing final inspection. Based on a review of the associated risk documents, wear and/or corrosion can cause or contribute to the reported event. Wear can be caused or contributed to by use over time, cleaning and sterilization procedures, or damage to the handle. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor this type of event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the device would run on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.